Manufacturer narrative:
Device was discarded by the hospital. No evaluation will be performed. If additional info is received, it will be reported on a supplemental report.

Event description:
It was reported, the surgeon used the 2.5 drill bit through the percutaneous targeter through the non-locking sleeve. Drilled both cortex, measured. The surgeon inserted the screw and had resistance, an x-ray was taken and the tip of the drill bit had broken off in the bone, this was confirmed looking at the drill bit. The broken drill bit was left in the pt.